Manufacturer narrative:
Items returned for investigation: pusher, introducer. Items not returned for investigation: stent. The pusher was returned in the introducer. No stent was returned. No damage to the pusher or introducer was found. The product pouch was returned open. Per the pre-packaging inspection, the stent implant is to be retracted into the introducer until the distance from distal end of pusher to distal tip of the introducer is minimum 5 mm. The device is then inserted into the dispenser coil and the molded cap is then placed at the proximal end of the pusher to secure the device in place. The build record associated with the lvis evo lot number 0000475479 indicates that all units in this lot passed this inspection step; therefore, the stent would have been present inside the introducer prior to the final packaging of the device. The investigation found the product pouch was returned open. The stent was not returned with the pusher and introducer for evaluation. The event description indicates that the stent was missing at the time of device preparation; however, per the build record associated with the lvis evo lot number 0000475479, all units within the lot passed the pre-packaging inspection, indicating that the stent was present within the introducer when the device was inserted into the dispenser coil prior to the final packaging. As the product pouch was returned open, this investigation could not examine the device in the exact condition it was in out-of-box to further assess the alleged product issue.

Event description:
It was reported that during preparation, the stent implant was not present on the tip of the delivery pusher. There was no interaction between the device and the patient; another stent of the same size was selected and implanted. The patient was reported to be "good."

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for analysis. However, the device has not been returned for analysis. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during preparation, the stent implant was not present on the tip of the delivery pusher. There was no interaction between the device and the patient; another stent of the same size was selected and implanted. The patient was reported to be "good."